Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was having high impedance on one of the lead contacts. The patient underwent an explant procedure.